Event description:
While trying to calibrate the 3100a, the user could not get it to pass the pt circuit calibration test. There was no pt involvement, nor was the 3100a being prepared for immediate pt treatment. The user found a leak in the pt circuit and replaced the circuit.